Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00979 thru 3012447612-2018-00981.

Event description:
It was reported that four closure tops cross-threaded during installation within surgery. They were each removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event four of four for this event.

Manufacturer narrative:
Additional information: (results and conclusions) - without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that four closure tops cross-threaded during installation within surgery. They were each removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event four of four for this event.